Manufacturer narrative:
Additional information was received that the paravalvular leak (pvl) was due to a high implant. There were no resistance experienced when inserting or advancing the delivery catheter system (dcs). Update: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-16-us, serial/lot #: unknown. Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, moderate to severe aortic insufficiency (ai) was present. A post-implant balloon aortic valvuloplasty (bav) was then performed. During expansion of the balloon, the valve dislodged to the ascending aorta. A second transcatheter bioprosthetic valve was inserted with a second delivery catheter system (dcs). During advancement of the dcs, the first valve was pushed deeper and caused a coronary occlusion. The first valve was then snared, but the patient decompensated. An aortic rupture was suspected; however, the cause was unknown. Subsequently, the patient died. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information was received that the aortic insufficiency was paravalvular leak (pvl). Per the physician the death was due to the possible aortic rupture, however the cause is unknown. The cause of the aortic rupture could possibly be due to snaring the valve back to the ascending aorta. The second valve was not implanted. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16-us, lot 0009243479, use by date 2020-07-17, (B)(4). If information is provided in the future, a supplemental report will be issued.